Manufacturer narrative:
The reported events of lead noise, inappropriate hv output, and high capture threshold were not confirmed. As received, a partial distal portion lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Internal shorting found due to procedural damage.

Event description:
New information received states the rv lead was explanted. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented to the emergency room after receiving inappropriate hv therapy from the device. Upon device interrogation, vf episodes that were stored inappropriately due to noise on the rv lead were observed. The rv lead also exhibited increasing capturing threshold comparing to previous check up. Tachy therapies have been disabled and lead replacement is anticipated but no intervention has been performed. Additional information has been requested but not received. No further information is available at this time.